Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that there was a tool malfunction. The wire of an unused sleeves came off (checked after attaching to the instrument, the issue has been discovered to have come off after sterilization before surgery). The procedure was completed on the same day without any problem.